Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. H11 additional narrative: added: g1 (manufacturing site name). Corrected: d6a. The implantation date ((B)(6) 2024) in the initial medwatch was reported in error. The device involved was an instrument and does not have an implantation date.

Manufacturer narrative:
Product complaint #(B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a tha for left hip joint oa. The procedure proceeded with the regular technique. However, acetabular reaming was shallow, and sufficient fixation of the cup was not achieved. There was a crack in the femur for the stem side, so that sufficient reduction could not be done with a cable. Subsequently, the stem size was changed. The surgery was completed successfully without any surgical delay. After surgery, the patient complained of pain. The surgeon stated that it might be due to cup loosening. On (B)(6) 2024, a revision surgery was performed. The surgeon could not tell cup loosening. Since the cup was easily removed by putting in a chisel a few times, the surgeon guessed that sufficient fixation could not have been achieved in the primary surgery. The acetabular roof was reamed again, and the cup was replaced. The stem side was not loosening, so that the stem was left as it was. The inner head was replaced with a delta ts. The surgery was completed successfully. The x-ray showed no problems. This pc is related to (B)(4) which reports that the cup loosening occurred after the primary surgery. This pc reports that sufficient fixation could not be achieved during the primary surgery.